Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a 4-way high flow stopcock w/rotating luer where it was reported the stopcock was leaking. No obvious damage seen, and connection was tight. Stopcocks were changed immediately. It was reported that the leaking started hours after it was initiated and occurred during a propofol and fentanyl infusion. Patient woke up and almost pulled out endotracheal tube, was restless, had to receive a dose of midazolam while stopcock was replaced. There was patient involved and no patient harm reported.

Manufacturer narrative:
Received one new list# b4018, 4-way high flow stopcock w/rotating luer; lot# 13781156. No physical defects or other anomalies noted. Without the used sample, we are unable to confirm the customer complaint of a stopcock leak or determine a root cause. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 8/5/2024.